Manufacturer narrative:
UDI not available as product was manufactured on or before 23 september 2014.

Event description:
It was reported that the patient presented for remote follow-up via merlin.net with episodes of non-sustained right ventricular over-sensing. The episodes were a result of over-sensed noise exhibited by the right ventricular lead. No interventions were made, and the issue will continue to be monitored. There were no patient consequences.